Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, approximately 10 yrs postop the initial rtkr, this 68 y/o female patient returned complaining of right knee pain. The patella had been revised previously. No record available. The knee was slightly unstable, a poly swap was scheduled and performed. The old size 11mm logic ps insert was replaced with a size 3 11mm psc insert. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital retains all retrievals. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 10 yrs postop the initial rtkr, this (B)(6) y/o female patient returned complaining of right knee pain. The patella had been revised previously. No record available. The knee was slightly unstable, a poly swap was scheduled and performed. The old size 11mm logic ps insert was replaced with a size 3 11mm psc insert. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital retains all retrievals.